Manufacturer narrative:
This is 1 of 2 reports. The subject device is not available.

Event description:
It was reported that during placement of the second coil (subject device) in the anterior communicating artery aneurysm (a-com) the coil became entangled in the first implanted coil. The physician removed both coils together with microcatheter and continued the procedure with other coils and microcatheter. No clinical consequences to the patient was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, a review and analysis of all available information cannot determined the exact cause for the reported event.

Event description:
It was reported that during placement of the second coil (subject device) in the anterior communicating artery aneurysm (a-com) the coil became entangled in the first implanted coil. The physician removed both coils together with microcatheter and continued the procedure with other coils and microcatheter. No clinical consequences to the patient was reported.